Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2019 / serial#: (B)(6). D9: no h3: no h4: mfg date: 12-nov-2018. H5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of cardiomyopathy experienced issues with the ventricular assist device (vad) and a co ntroller. The patient presented to the emergency department with controller fault alarms due to the internal battery reaching the end of its life. Log files revealed abnormal motor starts and frequent double power disconnect alarms. The patient mentioned that the batteries occasionally slipped off the connections, and there was "gunk" at the power connections of the controller, which might have contributed to the double power disconnects. The patient had a hematocrit (hct) of 45, which could have contributed to the high motor starts. The controller fault alarm was permanently silenced while awaiting a controller exchange. The site discussed patient management recommendations, including the use of an alternate controller and the ac adapter during any controller exchanges the patient was scheduled for a controller exchange in the operating room with a surgical team on backup. No patient complications have been reported as a result of this event..

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. The controller (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the serial port and both power ports. Functional testing revealed that the controller exhibited a controller fault alarm during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed motor start events recorded from 15/mar/2021 to 20/jan/2025, in which the motor start parameters were atypical. Furthermore, log file analysis revealed four (4) controller fault alarms logged on (B)(6) 2025 at 19:18:56 and at 20:50:47 and on (B)(6) 2025 at 11:11:55 and at 12:47:10, and multiple event exceptions logged on 29/dec/2025 and 11/jan/2025, indicating an issue with the internal battery. Additionally, log file analysis revealed two (2) controller power up events and associated pump start events logged on 29/dec/2024 at 18:35:26 and 11/jan/2025 at 10:30:26 indicating a loss of power. The data point prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 65% rsoc and that bat(B)(6) was connected to power port two (2) with 24% rsoc. The data point after the first loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds. The data point prior to the second loss of power revealed that bat(B)(6) was connected to power port one (1) with 33% rsoc and there was no power source connected to power port two (2). The data point after the second loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds. Momentary disconnections were not involved in the loss of power. No anomalies were recorded leading up to the losses of power. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported controller fault alarms, loss of power, and "gunk" in the power ports events were confirmed. The ¿reported battery slipping off events¿ could not be confirmed due to that the event could not confirmed as the power sources mated and locked to the controller power source connectors properly during testing. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the observed contamination can be attributed to the handling of the device. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d1: heartware ventricular assist system controller 2.0 d4: serial#: (B)(6) d9: yes, return date: 27-jan-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the controller exchange the vad restarted on the 2nd attempt. The patient tolerated procedure without symptoms or complaints. The patient has had many educational sessions regarding power connections. Additionally, review of log file data revealed another motor start event with parameters outside of the typical range.